Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with damage to the right bottom electrode. There is a significant amount of scuff marks on the spacer and there is a small piece of what appears to be adhesive detached on the top of the tip. There are also a significant amount of scratch marks on the exposed shaft and the black shrink tube has been cut. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use ("IFU"). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip scope, it was noted that a piece came away from the wand. The piece was recovered from the patient. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.